Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic rectal resection procedure, the firing stopped at approximately one third, and it was noted that tissue thickness may have contributed, but the reporter indicated this was not the case. To resolve the issue, the surgical team used the manual adapter tool to advance the knife to the tip and complete the firing however, it was noted that the staple line completed using the adapter tool had slightly ruptured.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Functional testing found that the reload was loaded into a representative pmv handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the device partially fired. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when firing over tissue that is beyond the recommended thickness range. The evaluation detected an unreported condition: egia sulu/reload obstruction and egia sulu/reload thick tissue. A part of cartridge surface was deformed by biting foreign objects. A scratch was observed on the cartridge side jaw, which might have been made when the ibeam advanced forcefully in clamping the jaw or firing. Some staple pushers were pushed back to the cartridge. The jaws were not fully closed and the anvil was found to be deformed. The investigation found the unreported failure did not cause or contribute to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic rectal resection procedure, the firing could be performed without any problems. However, when retracting the knife, the area near the cartridge was being clamped with an allis forceps, and that part got caught when the knife was being retracted, and the knife stopped. It was reported that the manual adapter tool was used as a method to retract the knife. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic rectal resection procedure, the firing could be performed without any problems. However, when retracting the knife, the area near the cartridge was being clamped with an allis forceps, and that part got caught when the knife was being retracted, and the knife stopped. It was reported that the manual adapter tool was used as a method to retract the knife. It was reported that there was no staple line failure.

Manufacturer narrative:
Additional information: h6 (imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.